Event description:
New information notes that the patient presented in hospital with concerns about their leads. Upon interrogation, chronic noise was seen in the atrial lead that was already being monitored. There were no indications from and of the lead data that there was anything else wrong with the leads. Patient was stable.

Manufacturer narrative:
The reported events were for sensing noise and switch mode. The reported event of sensing noise was confirmed. As received, partial lead was returned in six pieces for analysis. Visual inspection found an external insulation abrasion on the second piece 6.3 cm to 6.7 cm from the cut end breaching the outer insulation at the suture sleeve tie mark region. Unable to determine the cause of the abrasion due to the condition of the lead as received

Event description:
New information notes that the patient had been complaining of symptomatic arrhythmias since the onset of lead noise. The lead was explanted and replaced. No complications reported as a result of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with multiple automatic mode switch (ams) due to noise and atrial noise reversion. Physician suspected this to be a chronic issue but not clinically significant. The lead would continue to be monitored for changes in lead performance. All numbers were in normal ranges. Patient was stable.